Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed) and the lead appeared damaged at implant.

Event description:
It was reported that the lead dislodged and pulled out of the branch and therefore exhibited no capture. The lead was replaced. No patient complications have been reported as a result of this event.